Event description:
Huntleigh healthcare was informed that a pt had leaned over too far in the bed and fell, our alpha trancell mattress overlay was being used at the time. The pt sustained a forehead hematoma and bruising on the face.